Event description:
It was reported that pt experienced a lack of effect from their implantable neurostimulator (ins) in addition to stimulation in the wrong location and a shocking and jolting sensation. As a result of the reported shocking or stinging the pt reported, impedances were checked. When the impedances were run at 4v all the bipolar pairs were showing 932ohms, except for #3 and #7 which showed 732 ohms, and #4 which was greater than 4000ohms. The pt had not received ins programming since initial implantation and was successfully reprogrammed. It was explained to the pt that higher stimulation settings would result in a more rapid battery end-of-life.